Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was inserted into the body, and the sheath was performing as expected. The farawave pulse field ablation catheter was placed in the sheath, and was aspirated, removing large bubbles from the main lumen of the sheath. However, when the 3-way stopcock was switched off, to patient position, small bubbles appeared in the side port repeatedly. Subsequently, the catheter and sheath were removed, a new sheath was opened, flushed, and inserted into the body. The catheter was placed back into the sheath, and aspiration was performed successfully. The procedure was completed, and no patient complications were reported. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. The sheath was leak tested, and the sheath passed all leak testing. Removal of the handle cap to inspect the internal components identified dried blood at the flush lumen location where the adhesive filet bonds the lumen to the valve hub. After attempting to clean the dried blood off, microscopic inspection revealed a tear in the flush lumen close to the calve underneath the handle cap that was filled with dried blood. An attempt to pressurize the flush line did not cause the area to leak, confirming the adhesive bonding was in conformance and did not leak, even though the surface of the polycarbonate joint was damaged. Inspection of the hemostatic valves did not identify any abnormalities or defect. It is possible that the flush lumen could have contributed to the reported event during use, however, due to the lack of existing leak or air ingress noted during testing, the cause of the allegation could not be confirmed.

Event description:
It was reported that during a procedure, a faradrive steerable sheath was inserted into the body, and the sheath was performing as expected. The farawave pulse field ablation catheter was placed in the sheath, and was aspirated, removing large bubbles from the main lumen of the sheath. However, when the 3-way stopcock was switched off, to patient position, small bubbles appeared in the side port repeatedly. Subsequently, the catheter and sheath were removed, a new sheath was opened, flushed, and inserted into the body. The catheter was placed back into the sheath, and aspiration was performed successfully. The procedure was completed, and no patient complications were reported. The device was returned for laboratory analysis.